Manufacturer narrative:
The reported event of device deformation could not be reproduced. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 24mm amplatzer septal occluder (asd) was selected for implant. During the procedure, the device deployed into a cobra shape. The device was removed from the patient and deployed outside the patient, but the cobra shape persisted. A 26 mm asd was used to complete the procedure. No additional information provided.